Event description:
It was reported the patient had a loss of therapeutic effect, and the day prior to report she had three fecal accidents and the night prior to report experienced a major urinary issue where she could not stop going and it felt like the device was not working like it used to. It was noted the patient fell two times the day prior to report due to an existing dizziness problem. It was also noted the patient could not feel stimulation at the time of report and thought her body had gotten used to the stimulation so she could feel it ¿every once and a while¿ and the last time she felt stimulation was two days prior to report. The patient increased her stimulation on program 1 from 1.6 to 2.1 where she stated she could then feel the stimulation like she did post implant. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead. (B)(4).